Event description:
It was reported that oncology patient had a powepicc solo 4f inserted on (B)(6) 24. Clinician noticed a fracture externally 3cm from entrance site (total external length 7cm). The PICC was secured with securacath. Clinician said fracture occured about 1cm away from securacath. They do loop their piccs for dressing as they cannot straighten the PICC as it will be near the acf - possibility for kinking there. Oncology patient receiving folfiri infusion as cancer treatment. PICC removed. Customer confirm it was a partial fracture/split. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 3cm mark. A secondary kink without a hole is visible at the 4cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that oncology patient had a powepicc solo 4f inserted on (B)(6) 2024. Clinician noticed a fracture externally 3cm from entrance site (total external length 7cm). The PICC was secured with securacath. Clinician said fracture occured about 1cm away from securacath. They do loop their piccs for dressing as they cannot straighten the PICC as it will be near the acf - possibility for kinking there. Oncology patient receiving folfiri infusion as cancer treatment. PICC removed. Customer confirm it was a partial fracture/split. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that oncology patient had a powepicc solo 4f inserted on (B)(6) 2024. Clinician noticed a fracture externally 3cm from entrance site (total external length 7cm). The PICC was secured with securacath. Clinician said fracture occured about 1cm away from securacath. They do loop their piccs for dressing as they cannot straighten the PICC as it will be near the acf - possibility for kinking there. Oncology patient receiving folfiri infusion as cancer treatment. PICC removed. Customer confirm it was a partial fracture/split. No other information was provided.